Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurement were reported when it comes to this device. No noise was reported and sensing appeared normal. Boston scientific technical services (ts) discussed performing an in depth evaluation of the system. At this time the device remains implanted. No adverse patient effects were reported. Additional information noted that an evaluation of the system was performed. It was noted that nothing was reproduced, thus close monitoring of the patient via remote monitoring will be performed in the future.